Event description:
The clips did not enter the jaws area of the device as expected during application. This resulted in severed vessels at the application site. Resulted in bleeding and extra operative time. Patient status reported to be recovered. Procedure type: thyroidectomy.